Event description:
It was reported the patient presented with an implantable cardioverter defibrillator (ICD) that delivered inappropriate anti-tachycardia pacing (atp) for supraventricular tachycardia (svt) due to atrial undersensing. No changes or interventions were reported. The patient was in stable condition.